Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix was difficult to manipulate. A new lead was used instead. No patient complications have been reported as a result of this event.